Manufacturer narrative:
The explanted inlay was discarded by the facility and is not available for evaluation. The device history record (DHR) review of the manufacturing lot was performed and there were no discrepancies or unusual findings related to the reported issue. Decreased best corrected distance visual acuity is listed in the device labeling as a known potential risk. Complaint reference number: (B)(4). Device discarded by user.

Event description:
The patient underwent uneventful implantation of the raindrop corneal inlay in the right eye on (B)(6) 2016. Six months postoperatively, the patient's best corrected distance visual acuity (bcdva) decreased from 20/20 (preoperatively) to 20/30+1 and the inlay was subsequently explanted. Bcdva returned to baseline one month post explant.